Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that they had irritation at the pocket site. The patient thought that the irritation was due to the implantable neurostimulator (ins) battery tilting and hitting on objects. The patient's ins battery was smaller than their previous battery in the same pocket and it was noted that this may have resulted in tilting in the pocket. The pocket was palpated by the patient's doctor. Several options were discussed with the patient ranging from a pocket revision to a battery replacement. The patient decided that they wanted their battery replaced to better fill the pocket and potentially avoid tilting in the pocket. The issue was considered resolved at the time of the report. The patient was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.